Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: analysis of the submitted log file confirmed pump stops associated with the disconnection of the driveline. The submitted log file contained data from (B)(6)2019 through (B)(6)2019. The log file contained multiple pi events, which caused the speed to drop to the low speed limit. No drops in speed below the low speed limit were observed. The log file also showed two pump stops due to driveline disconnects on (B)(6)2019, and ultimately ended with the driveline being disconnected, consistent with the report of a controller exchange. The hm3 lvas IFU explains ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ the IFU also explains that the pump will stop if the driveline is disconnected from the system controller. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that device alarmed for red heart. Device also alarmed for speed deceleration. Patient was asymptomatic. Cause of speed drops remained unknown. No further information was provided.